Event description:
It was reported that during a partial lung resection procedure, the nurse reloaded the stapler with a cartridge reload and fired it on the bronchus. Stapler loaded easily and appeared to fire normally. Bronchus was cut, tested for airleaks, passed, pt was closed. Post op, it was realized that they used the wrong stapler for the green reload. Four and a half hours after the surgery was completed they brought the pt back to the or and oversewed the bronchus. This was done as a precautionary measure because they knew that there was a good chance that the bronchus staples did not form properly. They could not bring the pt back to the or sooner, due to another scheduled surgery that was underway. There was no evidence of leakage or blood loss after the initial surgery & the reason the pt was brought back to the or to oversew the bronchus was a precautionary measure. The pt is reported to be in good condition.

Manufacturer narrative:
Date sent: 12/5/2007. Information not available, device not returned for analysis.